Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the customer to run the displacement test and passed. Ran the fixed prime test and the insulin was delivered. Advised the customer to call back if issues persist. During the call, the caller mentioned being in the hospital due to high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.